Event description:
It was reported that patient underwent hip surgery on (B)(6) 2025. The drill bit broke and snapped in half while being used. Procedure was completed successfully with no delay.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: according to the information received, "drill bit broke and snapped in half while being used". The product was not returned to medtech orthopaedics, however photos were provided for review. See attachment ((B)(4) image). The photo investigation revealed that unk drill, unk drill has been broken. The observed condition of the device was consist with a random component failure that that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the unk drill would contribute to the complained device issue. Based on the investigation findings, the unk drill has broken because of unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.